Event description:
It was reported that five out of six cutting cogs broke off during a drilling process. The drill unit has been in use approximately ten times.

Event description:
It was reported that five out of six cutting cogs broke off during a drilling process. The drill unit has been in use approximately ten times.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Only one tooth is still intact on the cutting part of the coring reamer and the remaining tooth is bent outward at about a 20 degree angle. The two most likely root causes for the breakage of the device are patient bone quality and excessive force from the surgeon. The returned device strongly suggests these failure modes are likely based on the visual appearance of the cutting teeth. While the patient bone quality was reported to be normal, there is the possibility that sections of the bone are harder than others and if the bone is harder the surgeon is required to use more force to cut through the bone creating high stresses on the unit. These stresses would be the highest on the cutting cogs of the device as they are the thinnest and weakest sections of the device. Thus, the most likely root causes based on the information available at this time are patient bone quality and/or excessive force from the surgeon to cut the bone. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. However, based on additional information received from the case, the two most likely root causes for the breakage of the device are patient bone quality and excessive force from the surgeon. While the patient bone quality was reported to be normal, there is the possibility that sections of the bone are harder than others and if the bone is harder the surgeon is required to use more force to cut through the bone creating high stresses on the unit. These stresses would be the highest on the cutting cogs of the device as they are the thinnest and weakest sections of the device. Thus, the most likely root causes based on the information available at this time are patient bone quality and/or excessive force from the surgeon to cut the bone. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that five out of six cutting cogs broke off during a drilling process. The drill unit has been in use approximately ten times.